Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient (B)(6) received two leads from the same lot. It was reported during the patient's ipg revision procedure (reference MFR. Report: 1627487-2013-00109), the leads exhibited high impedances when connected to the new ipg. The high impedance values persisted when measured through the trial cable. As a result, the physician decided to leave the leads implanted (not connected to the new ipg), and will plan on surgery at a later date to revise the leads.